Event description:
Report received on an independent rate change. The pump was programmed at 9:30am to deliver diprivan on channel c at a rate of 20ml/hr with a volume to be infused (vtbi) of 90ml. Approximately one half hour later, the patient's blood pressure monitor alarmed, alerting the nurse. The patient's systolic pressure was reported as 60mmhg. The baseline blood pressure was not specified. At this time, the nurse observed that the diprivan was infusing at a rate of 90ml/hr instead of the expected 20ml/hr. The medication was stopped and the pump was removed from clinical service. The patient's blood pressure was reported to have stabilized within 20 minutes. No medical interventions were required. The diprivan was restarted with a replacement pump once the blood pressure recovered. Though requested, there was no additional information available.